Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. No black particulate matter was observed in the returned sample. Functional tests including leak, underwater pressure, self-test and priming were performed with no issues noted. The reported condition was not verified. The sample evaluation showed that the product was meeting specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿black spot¿ observed inside the patient line of a homechoice automated pd set w/cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.